Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although clarification requested from the customer for the report of "4th time leaking"- no other information was available. Concomitant medical products - (2)10ml bd syringe; non-bd extension set. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that in the cancer center, there was a secondary infusion of cefepime that leaked from the primary syringe tubing filter. It us unknown how long the filter was in use. The customer states that this is the fourth occurrence. Although requested, no additional information regarding the event or patient demographics provided except there was no known patient harm.